Event description:
Per clinical review: on (B)(6) 2017, an incident was reported with blood parameter monitor (bpm). The potassium (k+) reading was very different than the istat results the end-user was getting on the arterial blood gas (abg). The bpm was set-up without incident. The perfusionist (ccp) did the gas calibration with both gases a and b, along with putting the k+ code in the monitor from the shunt sensor. The shunt sensor was isolated from the priming solution prior to the commencement of cardiopulmonary bypass (cpb). Ccp stated that she saw inaccurate numbers after the first in-vivo calibration. The ccp recalibrated the k+ numerous times and stated that the k+ reading from the device would be 4.0 meq/l, and the reading would be 1.0 meq/l on the istat. The ccp did not treat the patient from the values displayed on the istat. No other parameters were in question. It was also stated that there was nothing unusual about the patient or the procedure that would have caused an inherent reading of a 1.0 meq/l for k+. The ccp decided not to change out the monitor but did decide to change out the shunt sensor. Gas calibration was not done with the second sensor. The ccp still saw the large inaccurate results of the k+ readings with the second sensor. The blood loss was 1.2 cc from the change out of the shunt sensor. There was no harm to the patient, for the ccp treated the patient from the k+ readings from the istat. There was no delay in the surgical procedure.

Manufacturer narrative:
The reported complaint was not verifiable. The customer did not want to send the device in for evaluation since they believe the issue was caused by user error. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the user facility, the issue may be user related and do not want to pursue any evaluation at this time. They believe it could be a user related issue.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) values were inaccurate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.